Event description:
It was reported that this pacemaker previously showed ten months remaining longevity. During the recent check, the device showed seven months remaining longevity. Boston scientific technical services (ts) suggested in getting an analysis to confirm rapid depletion and replacement window. The field representative stated that save all was done in clinic. Analysis was created and results showed that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 33 microwatts; however, this device is consuming 124 microwatts and the power consumption was expected to continue to increase. The physician should consider replacing the device and returned for detailed analysis. The malfunction appeared consistent with other pulse generator that have had continuous average power increases. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in <<the observed>> premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this pacemaker previously showed ten months remaining longevity. During the recent check, the device showed seven months remaining longevity. Boston scientific technical services (ts) suggested in getting an analysis to confirm rapid depletion and replacement window. The field representative stated that save all was done in clinic. Analysis was created and results showed that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 33 microwatts; however, this device is consuming 124 microwatts and the power consumption was expected to continue to increase. The physician should consider replacing the device and returned for detailed analysis. The malfunction appeared consistent with other pulse generator that have had continuous average power increases. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.